Event description:
Boston scientific crm received information that this patient's right ventricular (rv) defibrillation lead exhibited pacing impedances greater than 2000 ohms. It was reported that the pacing thresholds were within normal limits and sensing was good. There was no noise on electrograms. It was stated that the impedances have trended up over the last 8 months. No adverse patient effects have been reported. Subsequent information indicated that the patient was evaluated in the clinic and thresholds and sensing were normal. No x-ray was performed. The patient was to return to the clinic in one month for additional monitoring. The patient's implantable cardioverter defibrillator (ICD) has a battery status of middle of life 2, so they are planning to replace the lead during device changeout unless it is required prior to that. Additional information indicates that the patient's rv lead was surgically capped and replaced during the replacement procedure of the patient's generator due to the high impedance issue. The lead's thresholds and sensing measurements had remained stable. This ICD was changed out for normal battery depletion.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.